Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery that did not have tortuosity or calcification. A 4.0 x 8 mm nc trek balloon catheter was used and was inflated once at 16 atmospheres. However, the device failed to deflate. Therefore, a 20 cc syringe was used and the balloon partially deflated. The device was then removed from the anatomy as a single unit with the guiding catheter and unspecified guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). Device code 1528 added. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing the guide wire from the device was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue as the reported complaint could not be confirmed during return analysis. The reported difficulty removing the device from the guide wire and guiding catheter appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The device met resistance with the guiding catheter and unspecified guide wire during removal. No additional information was provided.